Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's family/friend regarding patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that patient saw hcp and rep monday who showed patient how to use equipment and helped charge ins. Patient attempted a charge session yesterday, stating ins was near empty, and patient only obtained 50% charge in 4 hours. Caller stated she ensured connection was excellent or good and kept controller screen locked while charging. Caller stated controller was 100% when charge session was started, and during charging ins, controller died. Caller wondering if this is a normal charge session and how long ins should take to charge. Caller also inquired how long a 100% battery charge will last. It was reviewed to lock controller while charging ins, and reviewed how to check recharge speed; caller confirming recharge speed was at 4. It was further reviewed as patient was recently implanted, that may impact charging also; charge frequency expectations depend on settings/usage of ins. No symptoms were reported and no further complications were reported/anticipated.